Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the screen turns white with no image. (It never returns to normal.) A root cause could not be identified. Based on the results of the investigation, it is likely that damage to the objective lens caused the screen turns white with no image. Which also confirms the customer¿s reported allegation of a fuzzy image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited a fuzzy image. The issue occurred during inspection prior to use. There were no reports of patient harm.